Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to noise on the ventricular rate/sense and shocking egrams. It is suspected that the noise was due to a setscrew problem or that the setscrew may not have been tightened properly. The device was explanted, replaced and will be returned to guidant for analysis.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, a thorough analysis of the device was completed. The device was returned with the vring setscrew stuck in the up position. Ising a torque watch, the vring setscrew would not loosen with 18 in. Oz. Of torque applied. Using a side loading rotational method with a guidant wrench, the vring setscrew now moves freely. Visual inspection of the vring setscrew and terminal block found the retainer ring to be intact. All other setscrews move freely. A hole was noted in the vtip seal plug along with a significant amount of body fluid in the vport. Although the presence of fluid in the header seldom creates a performance issue, fluid penetration can, as in this rare instance, cause oversensing. A comprehensive series of diagnostic tests verified the performance of the memory, pacing, defibrillation, recoding and sensing functions, including tests specifically designed to verify sense amplifier operation along with its associated components. The device performed normally throughout all tests. There was no indication that internal circuit function cause or contributed to the observed oversensing.